Event description:
The device was explanted three months later for normal battery depletion.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. Upon review of the remote home monitoring system, there were no corresponding events and no measurement issues noted. Boston scientific technical services (ts) was consulted and suggested having the patient interrogated in the office. The field representative is attempting to obtain additional information. No additional adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.